Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2024: the initial result from the initial sample was 12.8 iu/l. On (B)(6) 2024: the result of a new patient sample was 28623 iu/l. The repeat result of the initial patient sample was 15551.00 iu/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the alarm trace and no issues were noted. The investigation noted in the sample image provided that the customer seems to store the patient sample tubes upside down or lying in a bag which causes red blood cell strands and clots at the tube wall. The investigation determined the event was due to a sample quality issue (clotted serum sample tubes). The investigation did not identify a product problem.